Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited low amplitude and farfield oversensing on the right ventricular channel. Further evaluation of the patient was discussed. It was advised to bring the patient to the clinic for evaluation as suspicions of dislodgement were raised. However, it has not been confirmed. A system revision was performed and the right ventricular lead was explanted. This device remains in service. No further adverse patient effects were reported.